Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" and "the lifeband could not be adjusted to size the patient" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was two defective load cells. The cracked cover and the two defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, there was a vertical crack going through one of the screw fittings. The observed physical damage was most likely attributed to user mishandling such as a drop. The front enclosure was replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load cell characterization test confirmed both load cells were defective, and they were replaced to remedy the fault. Since both the load cells were defective, the ua07 could not be cleared by the customer regardless of their attempts at pulling up the lifeband and pressing the start button. During further testing, it was noticed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The crew restarted the autopulse platform to resolve the advisory message, but the issue persisted. The customer stated that they pulled up the lifeband multiple times, but it could not be adjusted to size the patient. The autopulse platform was tested with another lifeband, but the advisory message continued to display. The patient's status information was requested, but the customer did not provide a response.